Event description:
Pt had internal cardioverter-defibrillator placement in 1996. Presents with evidence of noise in the lead suggesting malfunction due to insulation break. After removal the ICD leads were tested and found to have noise particularly post high energy shock.

Event description:
Add'l info rec'd from MFR 1/24/2001: middle insulation separation; full lead returned for analysis.